Manufacturer narrative:
Block d4, h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block e1: initial reporter alternative phone number: (B)(6). Block h6: imdrf device code a15 captures the reportable event of the clip unable to detach.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during an endoscopy procedure performed on (B)(6) 2023. During the procedure, the clip had to be removed as it did not detach when deployed. The procedure was completed with another resolution clip device. There were no patient complications have been reported as a result of this event. No further information has been obtained despite good-faith efforts.